Event description:
Reporter stated that a patient, admitted to the hospital orthopaedic ward for treatment of foot cellulitis, reportedly experienced a hypoglycemic event coincident to extraneal therapy (a labeled interferent for the test strips). Reporter indicated that the results obtained on the suspect device were falsely elevated due to the interference of icodextrin with the strip chemistry. No values obtained on the suspect device were provided. Reporter did not provide any details of treatment patient received following hypoglycemic event. Reporter noted that patient died in 2004. Cause of death was listed as septicaemia. No product was returned to the manufacturer for evaluation.

Manufacturer narrative:
This type of event is addressed in the device labeling code #1738.